Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information received from the patient via the manufacturer¿s representative reported that they had stimulation issues with their implantable neurostimulator (ins) noted as had a shocking. High impedances were also reported. It was unsure what led up to the event issue. Troubleshooting and diagnostics performed included reprogramming and x-rays (result not reported ¿ follow up initiated to obtain this information). It was noted that an MRI was to be performed. As a next step there will be a meeting with the surgeon to discuss the issue and a surgical intervention was planned but unknown if scheduled. It was unknown if the issue was resolved at the time of this report. The indications for use for the implanted device were non-malignant pain and failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.